Event description:
Customer reported due to her meter not turning on, she was unable to test her blood glucose and experienced shakiness and weakness. The paramedics were called and gave her "a tube of brown stuff". She further was transported to a local hospital where she was monitored and treated with unknown intravenous solution. The customer was unable to provide information whether or not she was diagnosed with hypo- or hyperglycemia. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. The follow-up report will be sent when investigational results are available. It should be noted that the test strips in use were expired.